Event description:
An orsiro drug-eluting stent system was selected for treatment of a lesion with 90 percent stenosis degree in the mildly tortuous proximal lad. The lesion could not be crossed with the device, and a stent deformation was detected. Struts of the stent were twisted proximal and distal.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The affected device was returned with the stent protector re-applied covering both the stent and balloon. The distal balloon shoulder is mildly crushed. The stent is mildly deformed at its distal end, i.e. One strut is slightly bent outwards. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the bent strut was initially crimped on the balloon. Outside of the deformed zone the crimped diameter of the stent complies with the specification. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause could be determined.